Event description:
Company representative called in to report that the customer insulin pump was alarming motor error and they were unable to clear it. No blood glucose reading was reported at the time of the call. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window, cracked display window, missing end cap sticker, and a scratched reservoir tube window.